Manufacturer narrative:
(B)(4).

Event description:
It was reported the truclear control unit was not controlling oscillation levels properly. Whenever pedal was activated in lock mode, the device reduced oscillations to 100 rpm. Manually increased rpm with button on box but foot pedal would again decrease rpm. Not window locking. There was a reported 15 minute delay and no patient injury noted. Completed the procedure with the same unit.

Manufacturer narrative:
A visual inspection was performed on product and no damage was observed. Complaint of oscillation malfunction could not be reproduced. Control unit passed all functional testing per process summary instructions and 6 hour burn-in with power cycling. Oscillation functioned normal with no jerky movements. All functions perform as expected. After the evaluation the root cause for the reported issue could not be determined.